Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi for an unknown reason. Programming changes were made to resolve the issue. The patient had no adverse consequences.